Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr) and a restricted anterior leaflets for a mitraclip procedure. In the course of the grasping process, the posterior gripper of an xtw clip did not lower. The anterior gripper worked as intended. Troubleshooting (lock-unlock the clip, inverting in left atrium, and release of sleeve curves) was performed, but was unsuccessful. The clip was retracted and replaced. A total of three clips were implanted and the mr was reduced to grade <1. There were no adverse patient effects.

Manufacturer narrative:
Returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported difficult to open or close associated with a single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.